Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. The product was used for treatment purposes. Based on the sample evaluation the product did not caused the reported failure. The bd purewick urine collection system pump tubing collector tubing with elbow connector collection canister with lid and external power cord were returned. There were no cracks in the canister as well as no residue within the canister or tubing. When plugged in and powered on there was light and sound indicative of the pump functioning correctly. A potential root cause for this failure mode was unable to determine. Per investigation the device history record review was not required. Per investigation a labeling review was not required. Correction: d, e, f, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system did not work for the patient and caused the infection. It is unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system did not work for the patient and had an infection from it. It was unknown what medical intervention was provided.